Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1697554 of echo-hd-19-a was returned without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 16th july 2021. In summary the following results were observed in the lab evaluation: proximal end of needle was found kinked below the sheath extender. The distal end of the needle was found to be kinked approximately 5.5cm from end of needle. Sheath extender able to advance and retract. Attempting to advance needle handle but unable to. Attempted to advance and retract the stylet but unable to. Removed needle from device and kink observed below the sheath extender. Distal end of needle examined and kink observed approximately 5.5 cm from the end of the needle. Additional information was requested to aid this investigation to determine a kink below the sheath extender was observed prior to shipping the device back to cirl. From additional information provided: "in the additional form they said that no kinking was observed during procedure. I did not see the needle, having been used on the patient, it is likely that whoever put it in the red envelopes may have caused the kinking. Document review including IFU review: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a of lot number c1697554 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1697554. The notes section of the instructions for use, ifu0050-2, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It is possible that it was difficult to extract the stylet was most likely due to the distal kink, this kink may have occurred on removal of device from packaging due to slight mishandling or during set up and insertion of needle into scope. During the lab evaluation the needle handle was unable to advance the needle, this was most likely due to the proximal needle kink. It may be noted that proximal kink below the sheath extender observed during the lab evaluation was most likely caused by transport returns. From additional information provided: "in the additional form they said that no kinking was observed during procedure. I did not see the needle, having been used on the patient, it is likely that whoever put it in the red envelopes may have caused the kinking. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure it was extremely difficult to extract the stylet, although the position was easy. It is as if the stylet was rusty or that there are processing residues inside that make it difficult to extract. Device was evaluated on (B)(6) 2021. A distal and proximal kink was noted on the returned device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreatic cyst. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? With a lot of effort they were able to leave the stylet and finish procedure was the device used in a tortuous position? No are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Echoendoscope olympus 180. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? No. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? Was difficult to remove. How many samples were obtained with this needle? Access needle. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the luer lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No procore.